Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information requested 05/22/2007 and 05/29/2007 by phone, fax and mail. Additional information received 05/22/2007 and 06/08/2007 by phone and mail.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient did not achieve the desired result. Patient outcome is reported as "good."